Event description:
Information received by medtronic indicated that the insulin pump had crack on my pump on the battery compartment and the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer filed a complaint on (B)(6) 2021 about a crack on the battery compartment. Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked retainer, cracked reservoir tube lip, pillowing keypad overlay. Verified crack on the battery compartment.